Event description:
Per facility, a weld located where the seat attaches to the base a weld is broken, on motor is broken, the joystick is broken, the electric leg rest doesn't work (facility says because she drives chair in to wall).